Manufacturer narrative:
The manufacturing record evaluation was provided on may 12, 2019. A manufacturing record evaluation was performed for the finished device 30146503l number, and no internal actions related to the reported complaint condition were identified. Therefore, populated h6. Method codes. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter. During the procedure on a patient with history of previous valve surgeries, when the pentaray nav high-density mapping eco catheter was removed from the patient's body, a string-like object that resembled a ¿fishing line¿ was wrapped around the splines of the catheter. The caller stated that the pentaray nav high-density mapping eco catheter and sheath were fully intact upon visual inspection. No patient consequences were reported. The device was inspected and no issues were observed. No foreign material was found. The study to determine the root cause of the foreign material could not be performed. The catheter was received at the biosense webster, inc. California product analysis lab and it was contained in a re-closeable clear plastic biohazard bag. First visual inspection was performed and no abnormalities were found. However, after a message was received from the customer stating that a sample was included in the return kit, the technician searched for the customer¿s sample. The search did not reveal the customer¿s sample. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. According to the picture provided by customer, the complaint was confirmed; however, the root cause of the foreign material cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 4/26/2019 and noted that there was no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter and foreign material was noted on the usable length of the catheter. During the procedure on a patient with history of previous valve surgeries, when the pentaray nav high-density mapping eco catheter was removed from the patient's body, a string-like object that resembled a ¿fishing line¿ was wrapped around the splines of the catheter. The caller stated that the pentaray nav high-density mapping eco catheter and sheath were fully intact upon visual inspection. No patient consequences were reported. The foreign material on the usable length of the catheter was assessed as a reportable issue.